Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported via phone call that customer received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was "high". After troubleshooting, customer was advised that insulin pump would need to be replaced.